Event description:
The electrode belt was returned for investigation into a non-reportable patient death and failed incoming functional testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. There is no indication that this device malfunction caused or contributed to the patient's passing.